Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.

Manufacturer narrative:
Physio further reviewed the downloaded device data was unable to verify the reported event, however it was verified that the device was used with an auxiliary power source, and that the auxiliary power source was not functioning properly. Based on the information available, physio-control determined that the likely cause of the reported issue was the use of an ac power adapter that was not able to communicate properly with the device, because the device was used with a power inverter. The customer was made aware of the warning included in the operating instructions regarding the use of the device with power inverters.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device was unable to power on. The customer advised that their device was in an ambulance connected to an ac power adapter and a power inverter. There was no patient use associated with this event.